Manufacturer narrative:
The device was not returned; however, the reported batch is associated with having a clear film on the surface of the grounding pad. Further investigation of additional devices associated with this batch revealed the grounding pads were assembled with the clear film on the inside layer of the blue liner.

Event description:
This report is to advise of an event during analysis confirming the clear film of the grounding pad was assembled on the inside layer of the blue liner.